Event description:
One touch ultra meter would not power on. This issue was not resolved with troubleshooting. The meter would not turn on when the power button was pressed. Patient was using the correct test strips and the battery was replaced less than 1 year old. Patient did contact the emergency services, but was not given any treatment. A result of 131 mg/dl was provided. That test was performed on another meter. There is no adverse event reported. A replacement meter was sent to the patient. This case is reported as a meter malfunction since the power issue was not resolved.